Event description:
It was reported that during a gastrectomy procedure, at 4th firing with seamguard, staples deployed specimen side, no staples deployed patient side. Compression applied at site with grasper to obtain hemostasis, oversewed with v-loc. Leak test performed at end of case. The surgery was delayed by 5 minutes and completed successfully. New stapler obtained to complete gastrectomy. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 2/21/2024 d4: batch # 692c67 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload present. The reload was received partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the condition of the reported event. Device history review a manufacturing record evaluation was performed for the finished device batch number 692c67, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended hospital stay, discharged day 3 did the patient experience any bleeding? Post op bleeding did the patient require a transfusion? Yes, then had a post transfusion reaction how is the patient doing post-op? Recovering seamguard was on the reload. A little different in that it is forth firing and on both sides. Post procedure the surgeon commented that when she started pressing the firing trigger on the 4th firing, she felt a slight crunch or different feel from a normal firing. The stapler on the first firing had no power, the battery was pushed in further and power was available to fire. Update, when specimen was removed from patient it was noted no staples had deployed on the patient or specimen side.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: during the rrt call the operating surgeon provided additional information that she was able to oversew the staple line defect intra-operatively; however, the patient did present with signs of a post-operative bleed. The site of the bleed was not identified and no surgical intervention was required to address the bleed. The patient did stay an extra day in the hospital for observation. The patient is now doing well. Patient was managed with resuscitation, and stayed an extra day in the hospital a new stapler was used on the proximal end and then the patient was over-sewed what was the reason for the extended stay? Was it the post-op bleed or the post-transfusion reaction, or both? Both. Can blood loss be quantified? No. At the end of the case a leak test was performed and according to the report the case was completed successfully. Can you please confirm if the leak test was negative? It was negative. Is the cause of the post-op bleeding known? Unknown. The patient was reviewed by the surgeon on the (B)(6) and was well and recovering as expected per normal recovery routine.